Event description:
It was reported that a patient was being transferred, from bed to wheelchair, when the patient was dropped directly over the bed. Patient was approximately 6 inches in height, from above the bed when they were dropped.